Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within each tube ostia is a metal coil / they are deeply embedded in the soft tissue') in a female patient who had essure inserted for female sterilization. The patient's medical history included uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: bilateral fallopian tubes, foreign devices within proximal tubes. (Presumably es'sure devices). No other significant histopathology. Uterus - mild chronic; endocervicitis. Secretory endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within each tube ostia is a metal coil / deeply embedded in the soft tissue') in a female patient who had essure inserted for female sterilization. The patient's medical history included uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: specimens: uterus, cervix, bilateral fallopian tubes - foreign devices within proximal tubes (presumably essure devices). No other significant histopathology. Embedded within each tube ostia is a metal coil. This is more distally placed in the right tube than the left. It is difficult to assess the actual length of each coil as they are deeply embedded in the soft tissue and difficult to remove, but they appear to be approximately 1 cm in length each. Uterus - mild chronic endocervicitis, secretory endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.